Event description:
A biopsy of the terminal ileum was to be performed. However, the forceps jaws failed to close properly. No biopsy specimen was retrieved prior to this failure. Additionally, the device was inspected and tested prior to use and no anomalies were noted. The procedure was completed with another radial jaw 4 biopsy device.

Manufacturer narrative:
The patient was reported to be over 18 years of age. (B)(4).

Manufacturer narrative:
(B)(4) :the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure. According to the complainant, after the first pass in the patient, the biopsy forceps failed to close properly. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.